Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an atrial tachy response (atr) episode resulting in ventricular pacing inhibition. Manual sensing tests were completed and appropriate sensing was achieved. This device remains in service. No adverse patient effects were reported.